Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-lease specifications. While the diameter of the right femoral artery was 7.2mm, the outer diameter of the sheath was 9.1mm.

Event description:
On (B)(6) 2014, the patient underwent an endovascular procedure using the conformable gore tag thoracic endoprosthesis to repair a descending thoracic aortic aneurysm. The right femoral artery with the diameter of 7.2mm was selected as an access vessel. The gore dryseal sheath with (B)(4) coating with the outer diameter of 9.1mm was used during the procedure. It was reported that while advancing the gore dryseal sheath, the physician felt strong resistance and managed to advance it up to the right external iliac artery. The physician then inserted the conformable gore tag into the patient and advanced it outside of the sheath from the right external iliac artery. However, the conformable gore tag was stuck at the abdominal aorta and; therefore, the physician decided to extract the device. After the device was removed from the patient, the physician realized that the patient's blood pressure dropped. It was confirmed by the angiography that the right femoral artery was ruptured by the gore dryseal sheath. Two additional iliac extender components of the gore excluder aaa endoprosthesis were implanted to repair the rupture without success. Then the physician elected to convert to open surgery. The two iliac extender components were removed and the ruptured vessel was replaced with a surgical graft. The rupture was repaired and the procedure was complete. The patient tolerated the procedure. The physician commented that advancing the gore dryseal sheath might have caused the rupture and that the conformable gore tag did not move up because it might have got stuck with the intima of the ruptured vessel possibly dissected by the gore dryseal sheath.